Event description:
It was reported that the lead warning triggered, and the right ventricular (rv) lead exhibited undersensing and a failure to pace pr operly. Additionally, the lead exhibited high impedances, a loss of capture, and a possible fracture. The lead was reprogrammed and will later be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).